Manufacturer narrative:
According to the information received, the patient had an infection in the external auditory canal, which most likely caused the reported electrode extrusion into the ear canal. The electrode lead was then accidently cut by the recipient's caregivers. No available information is pointing to the device having contributed to the infection, as review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. In addition, during device investigation, damage to the active electrode lead caused by device minute mobility was observed. This damage is likely related to the movement of the active electrode lead into the external auditory canal. This is a final report.

Event description:
The patient suffered from infection in the external auditory canal (eac) a couple of months after the re-implantation surgery. In addition, the electrode extruded through the ear canal and the parent cut it. The user was benefitting previously from the device. The device has been explanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient had a skin infection. In addition, the electrode extruded through the ear canal and the parent cut it. The device was explanted.